Manufacturer narrative:
E1: patient city: (B)(4). Patient country : egypt.

Event description:
Reference number (B)(4). Event occurred in egypt. On (B)(6) 2024, it was reported by the patient that infusion set tape not sticking. Infusion set was in use for few hours. No further information available.